Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 559 mg/dl. Customer blood glucose reading at the time of the incident was 566 mg/dl. Customer stated high blood glucose reading stared on 07/08/17 at 5:00 pm. Customer had no symptom. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading. Customer parent treated the high blood glucose reading with insulin pump. Customer changed the set on 07/08/17. Customer did not mention if the infusion set cannula was bent. Customer had air bubbles in the reservoir and that caused their blood glucose to go high. Customer stated the drive support was normal. Customer did not perform high pressure test. Insulin pump setting was correct. Products will not be returning for analysis.